Event description:
It was reported there was ¿a piece that was broken.¿ a catheter revision was performed on (B)(6) 2013. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a catheter repair was done on the catheter connection piece (the sc connector that was attached to the pump). The pump was implanted and there was fluid building up over the pump itself and they pulled out clear, slightly yellow-tinged fluid. They reportedly found a leak from the connector of the pump to the catheter, and there was a crack also observed on the connector. The event date was confirmed by the reporter to have been approximately the time of the revision in (B)(6) 2013. The patient reportedly had pain and suffering and additional procedures. Their pain was under great control and the patient was not needing oral medications. The patient was still very upset. The pump system was being used to infuse bupivacaine and morphine (unknown). No final outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.